Manufacturer narrative:
This device was returned to mmdg for evaluation. When the pump was returned to mmdg it was found to have such severe fluid ingress damage that the pump could not be turned on. Because of this no further investigation was possible. Based on the complaint information provided, the pump appears to have infused at a rate that mmdg would consider reportable. Because mmdg could not investigate the complaint more completely, this report is being filed.

Event description:
The initial reporter stated that the pump was under infusing "by 100 ml for a dose of 500". They stated that the patient was doing well and that there was no delay or missed feedings due to the complaint. They also stated that the patient did receive a replacement pump. (B)(4).